Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. Upon interrogation, the right ventricular lead exhibited oversensing of atrial signals. X-ray confirmed that the lead had dislodged. It was noted that the dislodgement was due to twiddlers syndrome. Tachycardia therapies were disabled. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable post procedure.